Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. Additional testing was performed to identify the best sensing vector. The t-wave oversensing was able to be reproduced when the pt was exercising. The s-ICD was reprogrammed to the most optimal vector and remains implanted and in service. No adverse pt effects were reported.